Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatch to evaluate the iabp. The stm reviewed the logs and was able to verify the reported issue. The stm discovered that the vacuum was having trouble maintaining the specified vacuum, as it would drop below minimal tolerance. To fix the issue the stm replaced the compressor and the vacuum regulator. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on patient the cardiosave intra-aortic balloon pump (iabp) alarmed power-up test fails #14 (prior compressor failure electrical test failure). No patient involvement or adverse event was reported.